Event description:
It was reported that the patient with this neurostimulator underwent a revision. The patient had a solid red light on their remote and had not felt stimulation for a few days. Despite troubleshooting, the red light remained. The patient also noted experiencing back pain that was occasionally painful to the touch. They also noted that the battery occasionally also hurt depending on how they sat. An impendence issue was noted with the device. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this neurostimulator underwent a revision. The patient had a solid red light on their remote and had not felt stimulation for a few days. Despite troubleshooting, the red light remained. The patient also noted experiencing back pain that was occasionally painful to the touch. They also noted that the battery occasionally also hurt depending on how they sat. An impendence issue was noted with the device. There were no additional patient complications.